Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Flex neck. Additional information was requested, but unavailable: the analysis showed that the device was received with the anvil closed; the flex neck was broken and extended from the tube. The device was loaded with a fully fired reload. The cartridge was removed and loaded into the device without difficulties; it did not fall out during the visual testing. Due to the returned condition of the device, no functional testing could be performed. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was inserted into the trocar and closed on tissue, fired and following that the cartridge separated from the stapler. This is all the information that the customer had at the time of the call. Another device was used to complete the procedure. There were no adverse consequences for the patient.